Event description:
It was reported that the patient was severely debilitated due to parkinson's disease with poor oral intake and low flow alarms. The patient was transitioned to a dnrcc (do not resuscitate - comfort care) order and was discharged home on hospice. The patient passed away at home after family decision to deactivate the lvad. The patient's death was not considered to be device related, and it was reported that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to withdrawal of care. It is not known whether the outcome was device of therapy related or if the device would return for evaluation.